Event description:
It was reported that after implant of the subcutaneous implantable cardioverter defibrillator system (s-ICD) noise was present in all vectors. The patient had a left ventricular assist device (lvad) located lateral and the s-ICD was placed left of the sternum due to the pre-screening showing small r-waves to the right side. With the noise present it was not possible to collect a template in order to detect and treat any arrhythmias and the therapy remained turned off. Technical services reviewed the system for therapy optimization and discussed options for system placement that would minimize the noise generated by the lvad. It was recommended to perform a revision based on further screening to relocate either the s-ICD or the electrode. It was additionally reported that the physician elected to explant the s-ICD system and implant a transvenous ICD system. No additional adverse patient effects were reported.